Event description:
It was reported that the pt presented to the emergency room with signs of withdrawal; specific symptoms were not provided. A battery alarm test was performed and showed that the pump was functioning. The expected residual volume was 8 ml; the reservoir had not been accessed to determine the actual residual volume. The pump contained morphine and was no continuous rate. Per the reporter, the pt was going to get the pump removed some time ago but couldn't because of cardiac symptoms. At the time of this report, the pt had a staph infection in her legs, so she was still in the hosp. It was noted that the pt had many medical issues including pneumonia, obesity and some elephantitis lymphedema. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).